Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information received from hospital indicated the patient was admitted to the emergency room with symptoms of shortness of breath, vomiting and weakness for four days. Diagnosis of congestive heart failure, elevated cardiac enzymes and dehydration. Patient was to be transferred to another hospital for continuing care when had a respiratory arrest. Resuscitation efforts were made but were unsuccessful. Heart rhythm during arrest was ventricular tachycardia and then asystole. Xray prior to code showed ross cardiomegaly, large left effusion and a probable small right effusion. Electrocardiogram noted atrial fibrillation, rate 83 and consider anterior infarct with borderline st depression, anterolateral leads. No autopsy was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's family that the patient died due to a "malfunction". Follow up information obtained revealed that the patient had been admitted to the hospital for chest pain. The hospital was attempting to transfer the patient to another hospital when the patient died. Cause of death per the daughter in a phone call to the physicians office was a heart attack. The cause of death has been requested, but not received.